Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v148758, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient was in the emergency room (ER) due to severe pelvic pain with the interstim. The patient had lost her patient programmer (pp) and could not turn off the implantable neurostimulator (ins). The doctor was instructed to see if there was any alternative to turn off without pp. The ER doctor had spoken to the primary follow-up doctor and a manufacturing representative (rep) had been contacted but was 200 miles away and the primary doctor's office was closed at that time. It was noted that the interstim had not worked for a while. The patient had gone to the doctor's office to be evaluated and adjusted one week ago. At this visit she felt tingling in the vaginal and rectal area with no issues. Today the patient experienced the pelvic discomfort and severe pain. The patient had not had it for two hours while in the ER. The ER doctor and primary doctor and rep had a plan to handle it if it continued. It was noted that the change in symptom was considered sudden. The patient's relevant medical history includes interstim-other. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.